Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where infusion set tubing got detached from connector on (B)(6) 2024. The infusion set was in use for three hours. The blood glucose level was displayed high. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date, additional patient or event details were received which have been added in h11.